Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to needle deflection during plunger deployment because of interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. This may have been a contributing factor to this event, but cannot be confirmed. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices are performed to assure there is not needle deflection, which may cause the event reported in this case. A sampling of finished devices is also tested to verify the functionality of the device. It should be noted that the reported use of proglide device in a calcified artery. The instructions for use, under special patient population indicates that the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. This may have been a contributing factor to this event, but cannot be confirmed. A review of the finished product lot history record did not reveal any relevant manufacturing related non-conforming material records associated with this lot. There does not appear to be any indication of a lot specific manufacturing or product deficiency. Without the product to examine, no determination can be made as to the cause of the reported discrepancy. Dilatation catheter: fox plus; guide wire: terumo .035; sheath: cordis 6f.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a retrograde puncture of a "sick, thick and calcified" common femoral artery after an iliac percutaneous transluminal intervention procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information was provided.